Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer from the bath tub the resident fell from the seat sidewards as no safety belt was used. The resident involved in the incident received ribs fractures and one rib punctured the lung. The resident was taken to the hosp. Arjohuntleigh was informed that the resident died.

Manufacturer narrative:
(B)(4). Add'l info will be provided following the conclusion of the MFR's investigation. Importer ref #(B)(4).